Event description:
Surgeon reamed acetabulum to 55 mm and implanted a 54 mm psl cup. Was then unable to fully seat the ceramic liner - toggled in shell. Surgeon attempted to seat numerous times before discarding the liner and asking for a new ceramic liner. Successfully seated the new liner in the shell.

Manufacturer narrative:
Associated device: trident psl ha cluster 54 mm, catalog# 542-11-54f, lot 40631201. A supplemental report will be submitted upon completion of the investigation.